Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video interface (vi) board to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vi was analyzed and found the error was confirmed via lighthouse. The vi was visually inspected, where no issues were found. Upon review of the error logs, several 307 errors were found. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative(csr) informed technical support engineer (tse) to report that the site experienced a 41113 error. Tse viewed logs and noted several 307 faults. 307 faults point to console vi board. Tse informed caller that fault could return and recommended that they inform customer. Caller stated that the system also faulted earlier. There was no patient involvement.